Event description:
The manufacturer received information alleging a ventilator inoperative error code was found during maintenance required on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, therapy held in boot monitoring, was observed on the device's alarm log. The third-party service technician further evaluated and determined the system printed circuit assembly (pca) had caused the ventilator inoperative error code to occur on the device. In conclusion, the device's system pca needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the display pca needs replaced due to the error log was unretrievable prior to finding the error code. This was unrelated to the reportable issue. The batteries (internal and detachable) needs replaced for these two parts had failed, which was unrelated to the reportable issue. The air foam inlet filter and particulate filter need replaced for preventative maintenance unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the system printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.